Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was failed and not detected on the bus. A field service engineer (fse) reseated the connection and identified that the red emergency release button was pushed in. Fse then pull it out as it would don¿t block the latch sensor. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was not detected on the bus. The customer stated that all cables were verified to be properly connected, but the drawer backlight was not turning on, which caused the system to fail to recognize drawer 2.1 on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.